Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and was torn during insertion. When the lens was removed, the incision was enlarged and no sutures were needed. There were no other patient injuries. It was stated the msi-tm injector and aq cartridge were used, but the lot numbers were unknown.